Event description:
The customer biomedical engineer (biomed) reported that a hospital floor was not showing up on central monitoring for both wired and wireless connections. This affected 5e and 5w; stepdown ICU and cardiovascular department. The biomed checked the communication closets and noted that the access point controllers "didn't look right". A philips remote service engineer rse checked the wireless access point controller (apc) configuration pages to see that the apc's were on and working within the institution. The biomed stated that real-time waveforms were streaming at the unit surveillance stations, but the telemetry war room couldn't see real-time waveforms. The rse was unable to determine the cause due to biomed stopping the remote support session. The biomed then stated they wanted onsite support. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. Visual inspection found that there was an external power outage that caused the shutdown. Results of functional testing indicate the uninterruptable power supply (ups) backup had shut down due to the power outage. Based on the information available and the testing conducted, the cause of the reported problem was a disconnection of the transferring data through the network switch, due to an external power failure. The reported problem was confirmed. The tc replaced the ups battery, and the equipment was powered back on. The product was placed back in service.